Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. Follow up with clinic revealed there were no device allegations related to the patient's death and no autopsy was performed. Additional information received from the physician reported the cause of death was pulmonary and not related to a malfunction of the device system.

Manufacturer narrative:
This report is based solely on device return and analysis. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. Follow up with clinic revealed there were no device allegations related to the patient's death and no autopsy was performed. Cause of death was requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.